Manufacturer narrative:
Qc was in range prior to and following the event. Several system checks performed in 2007 met specification. The sample type was lithium heparin plasma without gel. The specimen was centrifuged at 4,500 rpm for 7 minutes at ambient temperature. A field service engineer (fse) was dispatched to the customer's lab: the fse performed a preventive maintenance (pm) to the instrument. The fse replaced cracked incubator home sensor. The fse replaced both wash and precision belts, and performed alignments. The fse verified repair per established procedures and results meet published performance specifications. A clear root cause has not been determined for this event. A malfunction will be assumed for the purpose of this report.

Event description:
A customer contacted beckman coulter regarding an elevated troponin (accu tni) result from a single pt sample that was generated by the access 2 instrument. A pt sample was tested for accu tni and a result of 18.21 ng/ml was obtained. The result was reported out of the lab. The original sample was re-tested for accu tni and the repeated result was 0.02ng/ml. On the next day, 2 fresh samples were collected from the pt and tested for accu tni and 2 results of 0.02 ng/ml were obtained. Both samples were re-tested and the repeated results were 0.02ng/ml. There was no report of pt injury requiring medical intervention or change to pt treatment received regarding this event.